Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. A search of the complaint return database does not identify any additional events regarding this part and lot number combination, as of this date. The above observations are consistent with misalignment of the connector and set screw threads during construct assembly.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the "lead thread of the set screw was shearing/deforming and preventing advancement of the set screw into the screw head." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.